Event description:
It was reported that the patient's pacemaker exhibited a far-r wave oversensing resulting in inappropriate automatic mode switch. No intervention was performed. The patient had no adverse consequences.